Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the case a pin got stuck onto a size 5 sigma hp femoral notch guide. The threads on the pin prevented the scrub nurse to disengage the two items.